Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded a rcd (red call doctor) icon. Technical services (ts) assisted in reconnecting the communicator. It was determined the rcd icon was for a high out of range shock impedance on this right ventricular (rv) lead, greater than 125 ohms. Additional information was requested from the field. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded a rcd (red call doctor) icon. Technical services (ts) assisted in reconnecting the communicator. It was determined the rcd icon was for a high out of range shock impedance on this right ventricular (rv) lead, greater than 125 ohms. Additional information was requested from the field. This rv lead remains in service. No adverse patient effects were reported. Additional information was received from the field. The cause and resolution remain unknown. This investigation will be updated should further information become available.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded a rcd (red call doctor) icon. Technical services (ts) assisted in reconnecting the communicator. It was determined the rcd icon was for a high out of range shock impedance on this right ventricular (rv) lead, greater than 125 ohms. Additional information was requested from the field. This rv lead remains in service. No adverse patient effects were reported. Additional information was received from the field. The cause and resolution remain unknown. This investigation will be updated should further information become available. Additional information was received. It was reported that the ICD recorded a code 1005 indicative of a short circuit condition during shock delivery. Ts reviewed latitude data and found this ICD delivered inappropriate anti-tachycardia pacing (atp) and a single electric shock due to suspected supraventricular tachycardia (svt). However, the svt was uncorrelated. Therapy did slow the ventricular tachycardia (vt) rate but accelerated the atrial rate. The device appropriately provided atrial tachy response (atr). Ts recommended replacing this rv lead.

Manufacturer narrative:
Additional information added to b5. B1, b2, f10, h1, and h6 updated.